Event description:
It was reported to medtronic minimed that the customer alleged critical pump error 40 (motor safety circuit failed test). The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and issue was unresolved. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1886 will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Customer's alleged pump error 40 unknown due to display anomaly preventing further testing. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, moisture damage was noted on electronic assembly, including pcb1. Flashing medtronic logo was due to moisture damage on electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked case, and cracked case (battery tube). In conclusion, customer's allegations of pump error 40 were unknown when unit powered on with flashing medtronic logo, caused by moisture damage on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.